Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter alleged that the issue occurred gradually and the lettering was turning light red. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.

Manufacturer narrative:
Follow-up #1: date of submission 09/20/2013 -device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: visual inspection of the pump showed that there were some cosmetic defects. On startup, it was observed that the audio tones/vibration and the buttons were operational, however the display screen was blank. Upon opening the pump, the display screen was found to be cracked. The damaged display was replaced with a test display, and the display screen returned to normal.